Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available.

Event description:
It was reported that there were 3 errors that occurred, which reverted this pacemaker to safety mode. The pacemaker was ultimately removed and replaced. This product has not been returned. This report will be updated, should additional information be received. Additional information indicated that this pacemaker was returned and a device evaluation was completed.

Event description:
It was reported that there were 3 errors that occurred, which reverted this pacemaker to safety mode. The pacemaker was ultimately removed and replaced. This product has not been returned. This report will be updated, should additional information be received.